Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the basal process would keep starting over. The customer also recieved low battery alerts. Customer's blood glucose level was unknown.advised insulin pump would be replaced.

Manufacturer narrative:
The low reservoir alarm functioned properly. No low reservoir alarm anomaly noted. Pump programmed with multiple basal rates and all registered properly in the daily total history noted. No basal anomaly noted. Pump received with normal operating currents. No unexpected low battery alarm noted. Pump unable to download to the care link software due to a47 alarms in alarm history screen. Alarms due to corrupted history file. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.